Manufacturer narrative:
Relevant components include: product ID: 8840, (B)(4), product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a manufacturer's representative (rep). The serial number of the clinician programmer involved was provided.

Manufacturer narrative:
References the main component of the device system the relevant components include: explanted: product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 500 mcg/ml fentanyl at a dose of 278.2 mcg/day via an implantable infusion pump for spinal pain. It was reported that the patient had a volume discrepancy with the actual residual volume being greater than the expected residual volume. Per the hcp, 4 to 5 days ago a low reservoir alarm was heard by the patient. The low reservoir alarm date should have been (B)(6) 2017 per the clinician programmer. The pump was interrogated on (B)(6) 2017 and the low reservoir alarm message was confirmed. Upon the pump refill on (B)(6) 2017 12 mls was aspirated from the pump. The hcp did not know if there had been any previous reservoir volume discrepancies. Per an hcp who had access to a clinician programmer, an alarm for empty pump had occurred a couple of days ago ((B)(6) 2017). The software version was unknown and the patient had not missed a refill. As programming workaround steps to resolve, the pump was updated to max reservoir volume and the pump was updated a second time to correct volume and resolved alarm. It was unknown if the patient had an symptoms. Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the updating the pump to max reservoir volume, and the pump being updated a second time to correct volume to resolve the alarm were steps taken to update the device per tech support instructions. The cause of the volume discrepancy with the actual being greater than the expected was determined by tech support to be an anomaly. The cause of the low reservoir alarm occurring on (B)(6) 2017 when it should have been on (B)(6) 2017 and the cause of the empty pump alarm on (B)(6) 2017 were both determined to be due to the same anomaly as the volume discrepancy. As an action/intervention taken to resolve the volume discrepancy, the pump was reprogrammed. The reservoir volume the following day was accurate, no actual discrepancy was noted. The volume discrepancy had been resolved. Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that from what the rep understood 12 ml was the expected amount of what should have been in the pump at the (B)(6) 2017 appointment.